Event description:
The event is reported as: complaint alleges that the circuits had cracks that were discovered upon inspection and prior to patient use. No patient injury reported.

Manufacturer narrative:
Visual exam of actual device revealed a cracked pressure port cap. DHR review revealed no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to the manufacturer's specifications. Root cause unknown. A CAPA # (B)(4) was opened to address this issue.